Event description:
It was reported that this recently implanted pacemaker alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to low evoked response the last four days. The intrinsic amplitude is out of range with decreased measurements from 7.6mv to 2.9mv (millivolts). Stored atrial tachy response (atr) episodes show intermittent capture on the right ventricular (rv) lead. The rv impedance measurements remain stable. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
D4: field correction: model number updated from l331 to l311. Report number: 2124215-2024-28607.

Event description:
It was reported that this recently implanted pacemaker alerted for right ventricular automatic threshold detected as > programmed amplitude or suspended due to low evoked response the last four days. The intrinsic amplitude is out of range with decreased measurements from 7.6mv to 2.9mv (millivolts). Stored atrial tachy response (atr) episodes show intermittent capture on the right ventricular (rv) lead. The rv impedance measurements remain stable. At this time, the device and lead remain in service. No adverse patient effects were reported.